Event description:
It was reported that during a laparoscopic low anterior resection procedure, at first the rectum was fired with the device loading a gold load three times. Then, the circulating nurse was switched. As the rectum was not resected completely, the tissue was resected again with the device. However, 45mm blue load was loaded into the device, so the device was locked out. The operation staff did not notice the cartridge was loaded wrongly. The device loaded with a 45 mm blue and was fired three times before they noticed the failure and the device was locked out each time. As the target tissue was damaged, the surgery was converted to open and another device was used to complete the case. The staff found the wrong cartridges after the surgery was converted to open. The patient had a low anterior resection surgery before this case, so the target tissue was super low at this time. One device and three reloads were discarded.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The event occurred at the first stroke of the 4th, 5th and 6th firing. The target tissue was little thick and super low location. He tried to cramp again and again during the operation, so the tissue had a small hole. As the tissue was damaged, the operation was converted to open. The doctor had a plan to perform open surgery before the operation due to the tissue condition, but he tried on performing laproscopic surgery. As a result, he felt difficulty in approach and then the operation was converted. In addition, as the doctor gave the patient informed consent before surgery, it was within the scope of the assumption. The doctor commented that the device had no difficulty in closing. No bleeding was occurred on this issue. Reinforcement material was not used. The device was not fired across or near the hard objects. We have no detailed information about patient's information